Manufacturer narrative:
Block b3: exact date unknown, based off procedure date block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. The physician did not believe that the ipg lasted as long as it should have. No further information has been obtained despite good faith efforts.